Manufacturer narrative:
The insulin pump was received with blank display due to cracked and bleeding lcd . The pump also had a cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, broken belt clip slot, cracked reservoir tube window, cracked case reservoir tube window corner, cracked case and broken battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had physical damage. Customer's blood glucose value was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.